Manufacturer narrative:
Our field service engineer (fse) was not onsite to investigate the reported issue since the customer did not request any service. The hospital contacted third party to solve the issue. According to received information from our fse, the capacitor for the motor was replaced and the device worked as expected. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for capacitor error has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor pump could not be started. There was no patient harm. (B)(4).